Event description:
It was later reported that the cause of the motor stall remained undetermined; the patient did not have an MRI. The pump was not re placed and therefore there was no ongoing intrathecal baclofen therapy. The patient was restarted on oral baclofen after the explant.

Event description:
It was reported that a motor stall occurred and was confirmed by the event logs. The motor stall occurred on 2013 (B)(6) at 7:08 and had not recovered. There was not magnetic resonance imaging (MRI) or other medical procedures at the time of the stall. The patient did not have any symptoms at the time of the report. It was noted that the patient had been doing very well since the last dose increase in (B)(6) 2013. It was indicated that the patient may be prescribed oral baclofen. The device system delivered baclofen. It was later reported that the pump was explanted on 2013 (B)(6). The patient did not have any signs or symptoms of baclofen withdrawal. Patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to shaft/bearing.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter (B)(4).

Event description:
It was later reported that ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2013 at 6:04.